Manufacturer narrative:
Other applicable components are: product ID: 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient¿s programmer antenna was not able to communicate with their ins. They thought they needed a new one. They stated they were able to communicate with their ins using just the programmer. An email was sent to repair where the allegations were reiterated of the antenna not working with the programmer. The patient would be sent a replacement in the mail. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported there were no changes that led to the antenna not communicating. After the consumer replaced the antenna the communication issue was resolved. No patient symptoms or further complications were anticipated.